Event description:
Pt alleges that after undergoing a kidney stone fragmentation procedure, he experienced ringing in his ears. He initially reported this to us by letter rec'd on 03/10/08, but there was not enough info to confirm karl storz product was involved. He called back on 04/18/08 and confirmed slx-f2 involved. Thus, we are basing our reporting parameters on the later date.